Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25132397, 25132602 and 25132831 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester reported that harvesting tool activation button was "clicking" during procedure. Was able to complete harvest, did not save device and disposed of it. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester reported that harvesting tool activation button was "clicking" during procedure. Was able to complete harvest, did not save device and disposed of it. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4),

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester reported that harvesting tool activation button was "clicking" during procedure. Was able to complete harvest, did not save device and disposed of it. The hospital did not report any patient effects.